Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: analysis of the 9733856 found insufficient information. Analysis of the 9735585 found that there was no failure. Poor fiducial placement was found. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a catheter placement procedure. It was reported that the site was attempting the update their entry point and the entry point was displayed in the space away from the 3d model. Medtronic representative stated that the site initially performed touch and go registration but proceeded with tracer registration. It was confirmed that the tracer pattern was poor and was only on one side. It was mentioned that as the site was placing the shunt it seemed off to the left of the entry point. Site was able to get good entry point and were able to complete the shunt procedure. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.